Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to update the investigation conclusion code and additional manufacturing narrative.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited high out of range pace impedances on the right ventricular (rv) lead. The impedances were found to be greater than 2000 ohms and the impedance pattern was similar to a spring contact issue. Noise has also recently been observed. At this time, the patient was brought in for further evaluation. The system was reprogrammed to bipolar and the physician has elected to continue monitoring the patient. The system remains in service and there have been no adverse patient effects reported. The rv lead is another manufacturer's product.